Manufacturer narrative:
The customer requested for the emergency lamp to be check and replaced if necessary. An olympus field service engineer (fse) evaluated the unit on site and discovered the air grid was too dusty. The fse vacuumed the unit from the inside and cleaned the grille. No further error/defect was detected; however, the fse noted that the customer used third-party lamps. The device will not be sent in for further evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e102 error and unit switches to emergency lighting. The device became noticeably warm and after cooling down, it worked temporarily. The event occurred during an unknown procedure and the same unit was used to complete the operation. There was no patient no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It is close to 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena ¿error code e102: clv lamp goes out¿ and ¿the emergency light turns on¿ were not reproduced. However, it was presumed that the cause of the phenomena were due to the dust that blocked the ventilation holes and the decreased efficiency of the heat exhaust inside the device causing the internal temperature to rise. It was found that the error occurred when the equipment was warm, and when it cooled down, they disappeared. Other inspection findings: the use of a lamp made not manufactured by olympus. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿important information: please read before use: avoid using the light source in a dusty environment. This may damage the light source; 3.3 installation of equipment: clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating; 6.1 replacement of the examination (xenon) lamp: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor field performance for this device.